Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
Per the clinic, the patient experienced magnet dislodgement during an MRI. Surgery to replace the magnet has been completed (date not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on december 28, 2023, was filed inadvertently. No magnet dislodgement and magnet replacement surgery has occurred. This report is submitted on february 05, 2024.